Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call sensor cannula issue. The customer¿s blood glucose was 75 mg/dl at the time of incident. Customer stated that three sensors was missing the cannula. Customer reported that the transmitter did not blink after the sensor was inserted and learned that the cannula was not in the sensor. The product is not expected to return for analysis.